Event description:
5fu home infusion using cadd solis vip pump from (B)(6) medical. Patient's infusion finished early with 9.9 ml remaining (7.17% variance) out of total 136 ml. Cadd pump number: (B)(4), reservoir volume: 9.9ml variance: 7.17% cadd tubing lot number: 6085302, texium connector lot number: 25035202.